Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator sometimes did not recognize the passage of the paddles from adult to pediatrics. There was no patient involvement.

Manufacturer narrative:
.